Manufacturer narrative:
Items returned for evaluation: -pusher -implant -introducer -terumo catheter items not returned for evaluation: -shrink lock -dispenser hoop -v-grip the visual analysis of the returned items found that the implant was not attached to the pusher, but no signs of activation was observed on the pusher heater coil. The implant was found stretched, separated from the pusher and partially stuck within the catheter. The investigation found the pusher's monofilament broken, indicating that the device experienced a tensile break. The returned catheter was found flattened at 33cm from the proximal tip of the hub. The investigation of the returned coil system found the implant stretched, separated from the pusher, and partially stuck within the returned catheter; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned catheter was found flattened at 33cm from the proximal tip of the hub, which may have caused or contributed to the reported complaint.

Event description:
As reported: the coil detached in the 4fr 100cm catheter prematurely during delivery of the hypogastric embolization procedure. The catheter was then removed with the coil inside from the patient through the 5fr 55cm guiding sheath. The patient was not harmed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the coil detached in the 4fr 100cm catheter prematurely during delivery of the hypogastric embolization procedure. The catheter was then removed with the coil inside from the patient through the 5fr 55cm guiding sheath. The patient was not harmed.